Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Frn reservoir, unomedical inf. Set.

Event description:
It was reported that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, drive support cap was damaged or loosened and sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No loose drive support cap anomaly. Insulin pump received with detached end cap, broken battery tube threads and cracked reservoir tube lip.